Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of implant"), allergy to metals ("could be an allergy to nickel/metal allergies"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)"), immunodeficiency ("immune system got week"), choking ("choking") and deafness ("hearing loss/hearing problems") in a 32-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), cholecalciferol (vitamin d), ibuprofen (motrin), loratadine (claritin), montelukast (singulair), pantoprazole (protonix), salbutamol (ventolin) and salbutamol sulfate (proair hfa). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), choking (seriousness criterion medically significant), deafness (seriousness criterion medically significant), abdominal pain upper ("stomach cramping"), dizziness ("dizzy/dizziness/faint feeling"), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), productive cough ("throat clearing fatty lipomas"), anxiety ("anxiety /anxiety/severe anxiety"), asthma ("asthma induced by some for of allergy"), the first episode of pain ("severe pain attacks"), rash ("skin rashes"), the first episode of paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog/severe brain fog"), chest pain ("chest pain/chest pains"), back pain ("back pains"), neck pain ("neck pains"), headache ("headache"), the second episode of pain ("body aches"), nausea ("nausea"), breast tenderness ("breast tenderness"), palpitations ("palpitations"), vision blurred ("blurred vision"), abnormal weight gain ("excessive weight gain"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues/dental problems"), insomnia ("insomnia"), alopecia ("hair loss"), suprapubic pain ("supra pubic discomfort"), depression ("depression"), mood swings ("mood swings"), disturbance in attention ("extreme hard time focusing"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to chemicals ("chemical and food sensitivities"), food allergy ("chemical and food sensitivities/food allergies"), furuncle ("boils"), hypersensitivity ("severely sensitive to everything"), bladder disorder ("bladder or urinary problems or changes/bladder had been disturbed"), urinary tract disorder ("bladder or urinary problems or changes"), arthralgia ("all over joint pains"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/chronic fatigue"), gastrooesophageal reflux disease ("gerd"), breast cyst ("breast cyst"), hot flush ("hot flashes"), libido decreased ("decreased sex drive"), urinary tract infection ("infection(frequent uti's)"), urinary incontinence ("urinary incontinence"), migraine ("migraines"), facial pain ("facial pains"), the second episode of paraesthesia ("tingling sensations"), tinnitus ("ringing in ears"), memory impairment ("forgetful"), tremor ("tremors in the lt 4 finger"), balance disorder ("balance problems"), neuralgia ("nerve tenderness"), muscle twitching ("muscle and nerve twitching"), skin irritation ("frequency skin irritations"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), vitreous floaters ("floaters"), tunnel vision ("tunnel vision"), vitamin b complex deficiency ("vitamins b deficiency"), vitamin d deficiency ("vitamin d deficiency") and hypoglycaemia ("hypoglycemic episodes"). The patient was treated with surgery (had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, immunodeficiency, choking, deafness, abdominal pain upper, dizziness, cough, dyspnoea, influenza, productive cough, anxiety, asthma, rash, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, the last episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention, weight increased, vaginal haemorrhage, menorrhagia, allergy to chemicals, food allergy, furuncle, hypersensitivity, bladder disorder, urinary tract disorder, arthralgia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, breast cyst, hot flush, libido decreased, urinary tract infection, urinary incontinence, migraine, facial pain, the last episode of paraesthesia, tinnitus, memory impairment, tremor, balance disorder, neuralgia, muscle twitching, skin irritation, adenomyosis, endometriosis, vaginal discharge, vitreous floaters, tunnel vision, vitamin b complex deficiency, vitamin d deficiency and hypoglycaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, abnormal weight gain, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, bladder disorder, breast cyst, breast tenderness, chest pain, choking, cough, deafness, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, facial pain, fatigue, feeling abnormal, food allergy, furuncle, gastrooesophageal reflux disease, genital haemorrhage, head discomfort, headache, hot flush, hypersensitivity, hypoaesthesia, hypoglycaemia, immunodeficiency, influenza, insomnia, libido decreased, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, muscle twitching, nausea, neck pain, neuralgia, palpitations, productive cough, rash, skin irritation, suprapubic pain, tinnitus, tooth disorder, tremor, tunnel vision, unevaluable event, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b complex deficiency, vitamin d deficiency, vitreous floaters, weight increased, the first episode of pain, the first episode of paraesthesia, the second episode of pain and the second episode of paraesthesia to be related to essure. Diagnostic results: unknown date: did all kind of tests that revealed normal. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received. Reporter's information and lot number were updated. Events added: abnormal bleeding (vaginal, menorrhagia), chemical and food sensitivities, food allergies, boils, severely sensitive to everything, bladder or urinary problems or changes, palpitations, all over joint pains, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gerd, choking, breast tenderness, breast cyst, hot flashes, decreased sex drive, infection (bladder/ urinary tract/vaginal): frequent uti's, urinary incontinence, migraines, facial pains, tingling sensations, ringing in ears, forgetful, tremors in the lt 4 finger, faint feeling, balance problems, nerve tenderness, muscle and nerve twitching, frequency skin irritations, adenomyosis, endometriosis, vaginal discharge, floaters, tunnel vision, vitamins b deficiency, vitamin d deficiency, hypoglycemic episodes, does not underwent essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), allergy to metals ('could be an allergy to nickel/metal allergies'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)'), immunodeficiency ('immune system got week'), choking ('choking'), deafness ('hearing loss/hearing problems'), systemic lupus erythematosus ('lupus') and rheumatoid arthritis ('ra') in a 32-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding and insomnia. Concomitant products included alprazolam (xanax), ibuprofen (motrin), levosalbutamol hydrochloride (xopenex) since 2013, loratadine (claritin), methadone, montelukast sodium (singulair), multivitamins, plain, pantoprazole (protonix), salbutamol, salbutamol sulfate (proair hfa), tocilizumab (actemra) and vitamin d nos (vitamin d). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), deafness (seriousness criterion medically significant), dizziness ("dizzy/dizziness/faint feeling"), suprapubic pain ("supra pubic discomfort"), allergy to chemicals ("chemical and food sensitivities"), food allergy ("chemical and food sensitivities/food allergies"), hypersensitivity ("severely sensitive to everything"), dysmenorrhoea ("dysmenorrhea (cramping)"), facial pain ("facial pains"), tingling sensation ("tingling sensations"), tinnitus ("ringing in ears"), tremor ("tremors in the lt 4 finger"), balance disorder ("balance problems"), neuralgia ("nerve tenderness"), muscle twitching ("muscle and nerve twitching"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and furuncle ("boils"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced asthma ("asthma induced by some for of allergy"), abnormal weight gain ("excessive weight gain") and skin irritation ("frequency skin irritations"). In (B)(6) 2013, the patient experienced anxiety ("anxiety /anxiety/severe anxiety") and depression ("depression"). In 2013, the patient experienced chest pain ("chest pain/chest pains"), neck pain ("neck pains"), headache ("headache"), nausea ("nausea"), palpitations ("palpitations"), vision blurred ("blurred vision"), gastrooesophageal reflux disease ("gerd"), migraine ("migraines"), vitreous floaters ("floaters"), tunnel vision ("tunnel vision"), vitamin b complex deficiency ("vitamins b deficiency"), vitamin d deficiency ("vitamin d deficiency") and arthralgia ("all over joint pain"). In 2014, the patient experienced breast tenderness ("breast tenderness"), alopecia ("hair loss"), breast cyst ("breast cyst"), hot flush ("hot flashes"), libido decreased ("decreased sex drive"), urinary tract infection ("infection(frequent uti's)") and urinary incontinence ("urinary incontinence"). In 2015, the patient experienced fatigue ("fatigue/chronic fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), choking (seriousness criterion medically significant), abdominal pain upper ("stomach cramping"), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), productive cough ("throat clearing fatty lipomas"), pain ("severe pain attacks"), rash ("skin rashes"), facial paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog/severe brain fog"), back pain ("back pains"), general body pain ("body aches"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues/dental problems"), insomnia ("insomnia"), mood swings ("mood swings"), disturbance in attention ("extreme hard time focusing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes/bladder had been disturbed"), urinary tract disorder ("bladder or urinary problems or changes"), memory impairment ("forgetful"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), hypoglycaemia ("hypoglyemic episodes"), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibro") and rheumatoid arthritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, immunodeficiency, choking, deafness, dizziness, cough, dyspnoea, influenza, productive cough, anxiety, asthma, pain, rash, facial paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, general body pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention, weight increased, vaginal haemorrhage, menorrhagia, allergy to chemicals, food allergy, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, breast cyst, hot flush, libido decreased, urinary tract infection, urinary incontinence, migraine, facial pain, tingling sensation, tinnitus, memory impairment, tremor, balance disorder, neuralgia, muscle twitching, skin irritation, adenomyosis, endometriosis, vaginal discharge, vitreous floaters, tunnel vision, vitamin b complex deficiency, vitamin d deficiency, hypoglycaemia, arthralgia, abdominal pain lower, furuncle and rheumatoid arthritis outcome was unknown, the abdominal pain upper had resolved and the systemic lupus erythematosus and fibromyalgia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal weight gain, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, bladder disorder, breast cyst, breast tenderness, chest pain, choking, cough, deafness, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, furuncle, gastrooesophageal reflux disease, genital haemorrhage, head discomfort, headache, hot flush, hypersensitivity, hypoaesthesia, hypoglycaemia, immunodeficiency, influenza, insomnia, libido decreased, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, muscle twitching, nausea, neck pain, neuralgia, pain, palpitations, productive cough, rash, rheumatoid arthritis, skin irritation, suprapubic pain, systemic lupus erythematosus, tingling sensation, tinnitus, tooth disorder, tremor, tunnel vision, unevaluable event, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b complex deficiency, vitamin d deficiency, vitreous floaters, weight increased, facial paraesthesia and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Pathology test - on (B)(6) 2016: uterus, hysterectomy endometrium: proliferative, myometrium. Superficial adenomyosis, cervix: chronic cervicitis. Right fallopian tube: contains an essure coil mild narrowing near cornu left fallopian tube: contains an essure coil.partial narrowing with acute and chronic inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record-abnormal bleeding with menorrhagia and endometriosis and the following event was reported via social media- lupus, ra and fibro. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media document received. New events added: lupus, ra, fibro were added. Reporters and concomitant drugs were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of implant"), allergy to metals ("could be an allergy to nickel/metal allergies"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)"), immunodeficiency ("immune system got week"), choking ("choking") and deafness ("hearing loss/hearing problems") in a 32-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding and insomnia. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d), ibuprofen (motrin), levosalbutamol (xopenex) since 2013, loratadine (claritin), montelukast (singulair), multivitamins, plain (multi vitamin), pantoprazole (protonix), salbutamol (ventolin) and salbutamol sulfate (proair hfa). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), deafness (seriousness criterion medically significant), dizziness ("dizzy/dizziness/faint feeling"), suprapubic pain ("supra pubic discomfort"), allergy to chemicals ("chemical and food sensitivities"), food allergy ("chemical and food sensitivities/food allergies"), hypersensitivity ("severely sensitive to everything"), dysmenorrhoea ("dysmenorrhea (cramping)"), facial pain ("facial pains"), the first episode of paraesthesia ("tingling sensations"), tinnitus ("ringing in ears"), tremor ("tremors in the lt 4 finger"), balance disorder ("balance problems"), neuralgia ("nerve tenderness"), muscle twitching ("muscle and nerve twitching"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and furuncle ("boils"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced asthma ("asthma induced by some for of allergy"), abnormal weight gain ("excessive weight gain") and skin irritation ("frequency skin irritations"). In (B)(6) 2013, the patient experienced anxiety ("anxiety /anxiety/severe anxiety") and depression ("depression"). In 2013, the patient experienced chest pain ("chest pain/chest pains"), neck pain ("neck pains"), headache ("headache"), nausea ("nausea"), palpitations ("palpitations"), vision blurred ("blurred vision"), gastrooesophageal reflux disease ("gerd"), migraine ("migraines"), vitreous floaters ("floaters"), tunnel vision ("tunnel vision"), vitamin b complex deficiency ("vitamins b deficiency"), vitamin d deficiency ("vitamin d deficiency") and arthralgia ("all over joint pain"). In 2014, the patient experienced breast tenderness ("breast tenderness"), alopecia ("hair loss"), breast cyst ("breast cyst"), hot flush ("hot flashes"), libido decreased ("decreased sex drive"), urinary tract infection ("infection(frequent uti's)") and urinary incontinence ("urinary incontinence"). In 2015, the patient experienced fatigue ("fatigue/chronic fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), choking (seriousness criterion medically significant), abdominal pain upper ("stomach cramping"), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), productive cough ("throat clearing fatty lipomas"), the first episode of pain ("severe pain attacks"), rash ("skin rashes"), the second episode of paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog/severe brain fog"), back pain ("back pains"), the second episode of pain ("body aches"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues/dental problems"), insomnia ("insomnia"), mood swings ("mood swings"), disturbance in attention ("extreme hard time focusing"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes/bladder had been disturbed"), urinary tract disorder ("bladder or urinary problems or changes"), memory impairment ("forgetful"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and hypoglycaemia ("hypoglycemic episodes"). The patient was treated with surgery (had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, immunodeficiency, choking, deafness, dizziness, cough, dyspnoea, influenza, productive cough, anxiety, asthma, rash, the last episode of paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, the last episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention, weight increased, vaginal haemorrhage, menorrhagia, allergy to chemicals, food allergy, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, breast cyst, hot flush, libido decreased, urinary tract infection, urinary incontinence, migraine, facial pain, tinnitus, memory impairment, tremor, balance disorder, neuralgia, muscle twitching, skin irritation, adenomyosis, endometriosis, vaginal discharge, vitreous floaters, tunnel vision, vitamin b complex deficiency, vitamin d deficiency, hypoglycaemia, arthralgia, abdominal pain lower and furuncle outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal weight gain, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, bladder disorder, breast cyst, breast tenderness, chest pain, choking, cough, deafness, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, facial pain, fatigue, feeling abnormal, food allergy, furuncle, gastrooesophageal reflux disease, genital haemorrhage, head discomfort, headache, hot flush, hypersensitivity, hypoaesthesia, hypoglycaemia, immunodeficiency, influenza, insomnia, libido decreased, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, muscle twitching, nausea, neck pain, neuralgia, palpitations, productive cough, rash, skin irritation, suprapubic pain, tinnitus, tooth disorder, tremor, tunnel vision, unevaluable event, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b complex deficiency, vitamin d deficiency, vitreous floaters, weight increased, the first episode of pain, the first episode of paraesthesia, the second episode of pain and the second episode of paraesthesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Pathology test - on (B)(6) 2016: mild narrowing near cornu unknown date: did all kind of tests that revealed normal * on (B)(6) 2016 pathology test was done having result uterus, hysterectomy' endometrium: proliferative, myometrium. Superficial adenomyosis, cervix:chronic cervicitis. Right fallopian tube: contains an essure coil mild narrowing near cornu, left fallopian tube: contains an essure coil. Partial narrowing with acute and chronic inflammation ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, abnormal bleeding with menorrhagia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - patient¿s information updated. New event lower abdominal pain was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of implant"), allergy to metals ("could be an allergy to nickel/metal allergies"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)"), immunodeficiency ("immune system got week"), choking ("choking") and deafness ("hearing loss/hearing problems") in a 32-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d), ibuprofen (motrin), loratadine (claritin), montelukast (singulair), pantoprazole (protonix), salbutamol (ventolin) and salbutamol sulfate (proair hfa). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), choking (seriousness criterion medically significant), deafness (seriousness criterion medically significant), abdominal pain upper ("stomach cramping"), dizziness ("dizzy/dizziness/faint feeling"), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), productive cough ("throat clearing fatty lipomas"), anxiety ("anxiety /anxiety/severe anxiety"), asthma ("asthma induced by some for of allergy"), the first episode of pain ("severe pain attacks"), rash ("skin rashes"), the first episode of paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog/severe brain fog"), chest pain ("chest pain/chest pains"), back pain ("back pains"), neck pain ("neck pains"), headache ("headache"), the second episode of pain ("body aches"), nausea ("nausea"), breast tenderness ("breast tenderness"), palpitations ("palpitations"), vision blurred ("blurred vision"), abnormal weight gain ("excessive weight gain"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues/dental problems"), insomnia ("insomnia"), alopecia ("hair loss"), suprapubic pain ("supra pubic discomfort"), depression ("depression"), mood swings ("mood swings"), disturbance in attention ("extreme hard time focusing"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to chemicals ("chemical and food sensitivities"), food allergy ("chemical and food sensitivities/food allergies"), furuncle ("boils"), hypersensitivity ("severely sensitive to everything"), bladder disorder ("bladder or urinary problems or changes/bladder had been disturbed"), urinary tract disorder ("bladder or urinary problems or changes"), arthralgia ("all over joint pains"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/chronic fatigue"), gastrooesophageal reflux disease ("gerd"), breast cyst ("breast cyst"), hot flush ("hot flashes"), libido decreased ("decreased sex drive"), urinary tract infection ("infection(frequent uti's)"), urinary incontinence ("urinary incontinence"), migraine ("migraines"), facial pain ("facial pains"), the second episode of paraesthesia ("tingling sensations"), tinnitus ("ringing in ears"), memory impairment ("forgetful"), tremor ("tremors in the lt 4 finger"), balance disorder ("balance problems"), neuralgia ("nerve tenderness"), muscle twitching ("muscle and nerve twitching"), skin irritation ("frequency skin irritations"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), vaginal discharge ("vaginal discharge"), vitreous floaters ("floaters"), tunnel vision ("tunnel vision"), vitamin b complex deficiency ("vitamins b deficiency"), vitamin d deficiency ("vitamin d deficiency") and hypoglycaemia ("hypoglyemic episodes"). The patient was treated with surgery (had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, immunodeficiency, choking, deafness, abdominal pain upper, dizziness, cough, dyspnoea, influenza, productive cough, anxiety, asthma, rash, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, the last episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention, weight increased, vaginal haemorrhage, menorrhagia, allergy to chemicals, food allergy, furuncle, hypersensitivity, bladder disorder, urinary tract disorder, arthralgia, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, breast cyst, hot flush, libido decreased, urinary tract infection, urinary incontinence, migraine, facial pain, the last episode of paraesthesia, tinnitus, memory impairment, tremor, balance disorder, neuralgia, muscle twitching, skin irritation, adenomyosis, endometriosis, vaginal discharge, vitreous floaters, tunnel vision, vitamin b complex deficiency, vitamin d deficiency and hypoglycaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, abnormal weight gain, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, bladder disorder, breast cyst, breast tenderness, chest pain, choking, cough, deafness, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, facial pain, fatigue, feeling abnormal, food allergy, furuncle, gastrooesophageal reflux disease, genital haemorrhage, head discomfort, headache, hot flush, hypersensitivity, hypoaesthesia, hypoglycaemia, immunodeficiency, influenza, insomnia, libido decreased, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, muscle twitching, nausea, neck pain, neuralgia, palpitations, productive cough, rash, skin irritation, suprapubic pain, tinnitus, tooth disorder, tremor, tunnel vision, unevaluable event, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b complex deficiency, vitamin d deficiency, vitreous floaters, weight increased, the first episode of pain, the first episode of paraesthesia, the second episode of pain and the second episode of paraesthesia to be related to essure. Diagnostic results: unknown date: did all kind of tests that revealed normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5066686) on 28-dec-2016. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant'), allergy to metals ('could be an allergy to nickel/metal allergies'), systemic lupus erythematosus ('lupus') and rheumatoid arthritis ('ra') in a 32-year-old female patient who had essure (batch no. A27185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding and insomnia. Concomitant products included alprazolam (xanax), levosalbutamol hydrochloride (xopenex) since 2013, methadone, montelukast sodium (singulair), multivitamins, plain, proton pump inhibitors, salbutamol, salbutamol sulfate (proair hfa), tocilizumab (actemra) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), deafness ("hearing loss/hearing problems"), dizziness ("dizzy/dizziness/faint feeling"), suprapubic pain ("supra pubic discomfort"), allergy to chemicals ("chemical and food sensitivities"), food allergy ("chemical and food sensitivities/food allergies"), hypersensitivity ("severely sensitive to everything"), dysmenorrhoea ("dysmenorrhea (cramping)"), facial pain ("facial pains"), tingling sensation ("tingling sensations"), tinnitus ("ringing in ears"), tremor ("tremors in the lt 4 finger"), balance disorder ("balance problems"), neuralgia ("nerve tenderness"), muscle twitching ("muscle and nerve twitching"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and furuncle ("boils"). In (B)(6) 2012, the patient experienced asthma ("asthma induced by some for of allergy"), abnormal weight gain ("excessive weight gain") and skin irritation ("frequency skin irritations"). In (B)(6) 2013, the patient experienced anxiety ("anxiety /anxiety/severe anxiety") and depression ("depression"). In 2013, the patient experienced chest pain ("chest pain/chest pains"), neck pain ("neck pains"), headache ("headache"), nausea ("nausea"), palpitations ("palpitations"), vision blurred ("blurred vision"), gastrooesophageal reflux disease ("gerd"), migraine ("migraines"), vitreous floaters ("floaters"), tunnel vision ("tunnel vision"), vitamin b complex deficiency ("vitamins b deficiency"), vitamin d deficiency ("vitamin d deficiency") and arthralgia ("all over joint pain"). In 2014, the patient experienced breast tenderness ("breast tenderness"), alopecia ("hair loss"), breast cyst ("breast cyst"), hot flush ("hot flashes"), libido decreased ("decreased sex drive"), urinary tract infection ("infection(frequent uti's)") and urinary incontinence ("urinary incontinence"). In 2015, the patient experienced fatigue ("fatigue/chronic fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)"), immunodeficiency ("immune system got week"), choking ("choking"), abdominal pain upper ("stomach cramping"), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), productive cough ("throat clearing fatty lipomas"), pain ("severe pain attacks"), rash ("skin rashes"), facial paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog/severe brain fog"), back pain ("back pains"), general body pain ("body aches"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues/dental problems"), insomnia ("insomnia"), mood swings ("mood swings"), disturbance in attention ("extreme hard time focusing"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes/bladder had been disturbed"), urinary tract disorder ("bladder or urinary problems or changes"), memory impairment ("forgetful"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), hypoglycaemia ("hypoglyemic episodes"), systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("fibro") and rheumatoid arthritis (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (had surgery to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy(partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, allergy to metals, genital haemorrhage, immunodeficiency, choking, deafness, dizziness, cough, influenza, productive cough, asthma, pain, facial paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, general body pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention, weight increased, vaginal haemorrhage, menorrhagia, allergy to chemicals, food allergy, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, breast cyst, hot flush, libido decreased, urinary tract infection, urinary incontinence, migraine, facial pain, tingling sensation, tinnitus, memory impairment, tremor, balance disorder, neuralgia, muscle twitching, skin irritation, adenomyosis, endometriosis, vaginal discharge, vitreous floaters, tunnel vision, vitamin b complex deficiency, vitamin d deficiency, hypoglycaemia, arthralgia, abdominal pain lower, furuncle and rheumatoid arthritis outcome was unknown, the abdominal pain upper had resolved and the dyspnoea, anxiety, rash, systemic lupus erythematosus and fibromyalgia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abnormal weight gain, adenomyosis, allergy to chemicals, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, balance disorder, bladder disorder, breast cyst, breast tenderness, chest pain, choking, cough, deafness, depression, device dislocation, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, endometriosis, facial pain, fatigue, feeling abnormal, fibromyalgia, food allergy, furuncle, gastrooesophageal reflux disease, genital haemorrhage, head discomfort, headache, hot flush, hypersensitivity, hypoaesthesia, hypoglycaemia, immunodeficiency, influenza, insomnia, libido decreased, memory impairment, menorrhagia, metrorrhagia, migraine, mood swings, muscle twitching, nausea, neck pain, neuralgia, pain, palpitations, productive cough, rash, rheumatoid arthritis, skin irritation, suprapubic pain, systemic lupus erythematosus, tingling sensation, tinnitus, tooth disorder, tremor, tunnel vision, unevaluable event, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b complex deficiency, vitamin d deficiency, vitreous floaters, weight increased, facial paraesthesia and general body pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Pathology test - on (B)(6) 2016: uterus, hysterectomy endometrium: proliferative, myometrium. Superficial adenomyosis, cervix: chronic cervicitis. Right fallopian tube: contains an essure coil mild narrowing near cornu left fallopian tube: contains an essure coil. Partial narrowing with acute and chronic inflammation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record-abnormal bleeding with menorrhagia and endometriosis and the following event was reported via social media- lupus, ra and fibro. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: anxiety, rash and shortness of breath outcome were updated to not recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced immune system got week, choking, hearing loss and could be an allergy to nickel. A hysterectomy was performed and essure was removed. The event could be an allergy to nickel, seen as suspicion of allergy to nickel, is anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided for suspicion of allergy to nickel. Based on its nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering their pathophysiology and that essure has a local action at fallopian tubes, a contributory role of essure is unlikely and thus, a causal relationship can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was reported via regulatory authority FDA (reference number: mw5066686) on 28-dec-2016 and was forwarded to bayer on 27-oct-2017.this spontaneous case was reported by a consumer and describes the occurrence of , device dislocation (¿migration of implant¿), genital haemorrhage (¿abnormal bleeding¿),allergy to metals ("could be an allergy to nickel"), immunodeficiency ("immune system got week"), choking ("choking") and deafness ("hearing loss") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included mirena. Concomitant products included salbutamol sulfate (proair hfa), salbutamol (ventolin), loratadine (claritin), montelukast (singulair), alprazolam (xanax), pantoprazole (protonix), colecalciferol (vitamin d) and ibuprofen (motrin). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day after starting essure, the patient experienced abdominal pain upper ("stomach cramping") and dizziness ("dizzy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant and intervention required )with abdominal and pelvic pain, genital haemorrhage (seriousness criterion medically significant),allergy to metals (seriousness criteria hospitalization, disability, medically significant and clinically significant/intervention required), immunodeficiency (seriousness criterion medically significant), choking (seriousness criterion medically significant), deafness (seriousness criterion medically significant), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), productive cough ("throat clearing fatty lipomas"), anxiety ("anxiety"), asthma ("asthma induced by some for of allergy"), the first episode of pain ("severe pain attacks"), rash ("skin rashes"), paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog"), chest pain ("chest pain"), back pain ("back pains"), neck pain ("neck pains"), headache ("headache"), the second episode of pain ("body aches"), nausea ("nausea"), breast tenderness ("breast tenderness"), palpitations ("palpitations"), vision blurred ("blurred vision"), abnormal weight gain ("excessive weight gain"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues"), insomnia ("insomnia"), alopecia ("hair loss"), suprapubic pain ("supra pubic discomfort"), depression ("depression"), mood swings ("mood swings"), disturbance in attention ("extreme hard time focusing")and weight increased(¿weight gain¿). The patient was treated with surgery (hysterectomy) and surgery(had surgery to remove the essure implant). Essure was withdrawn on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, allergy to metals, immunodeficiency, choking, deafness, abdominal pain upper, dizziness, cough, dyspnoea, influenza, productive cough, anxiety, asthma, first episode of pain, rash, paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, second episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention and weight increased outcome was unknown. The reporter considered device dislocation, genital haemorrhage, allergy to metals, immunodeficiency, choking, deafness, abdominal pain upper, dizziness, cough, dyspnoea, influenza, productive cough, anxiety, asthma, the first episode of pain, rash, paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, the second episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings, disturbance in attention and weight increased to be related to essure. The reporter commented : patient need for additional surgery.diagnostic results: unknown date: did all kind of tests that revealed normal.quality-safety evaluation of ptc:sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.there was no event reported which indicates a new technical failure mode for the device.as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.no specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes:on 27-oct-2017: events "migration of implant, weight gain, abnormal bleeding", reporter lawyer added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.incident:no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5066686) on 28-dec-2016 and was forwarded to bayer on 29-dec-2016. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("could be an allergy to nickel"), immunodeficiency ("immune system got week"), choking ("choking") and deafness ("hearing loss") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included mirena. Concomitant products included salbutamol sulfate (proair hfa), salbutamol (ventolin), loratadine (claritin), montelukast (singulair), alprazolam (xanax), pantoprazole (protonix), cholecalciferol (vitamin d) and ibuprofen (motrin). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 1 day after starting essure, the patient experienced abdominal pain upper ("stomach cramping") and dizziness ("dizzy"). On an unknown date, the patient experienced allergy to metals (serious criteria hospitalization, disability, medically significant and clinically significant/intervention required), immunodeficiency (serious criterion medically significant), choking (serious criterion medically significant), deafness (serious criterion medically significant), cough ("coughing spells / coughing spasms"), dyspnoea ("shortness of breath / trouble breathing throughout the night and all day long"), influenza ("flu"), chronic throat clearing ("throat clearing fatty lipomas"), anxiety ("anxiety"), asthma ("asthma induced by some for of allergy"), the first episode of pain ("severe pain attacks"), rash ("skin rashes"), paraesthesia ("facial tingling"), hypoaesthesia ("facial numbness"), head discomfort ("brain twitching, head fullness"), feeling abnormal ("brain fog"), chest pain ("chest pain"), back pain ("back pains"), neck pain ("neck pains"), headache ("headache"), the second episode of pain ("body aches"), nausea ("nausea"), breast tenderness ("breast tenderness"), palpitations ("palpitations"), vision blurred ("blurred vision"), abnormal weight gain ("excessive weight gain"), unevaluable event ("heavy ion tv periods"), metrorrhagia ("breakthrough bleeding"), abdominal distension ("excessive stomach bloating"), tooth disorder ("dental issues"), insomnia ("insomnia"), alopecia ("hair loss"), suprapubic pain ("supra pubic discomfort"), depression ("depression"), mood swings ("mood swings") and disturbance in attention ("extreme hard time focusing"). The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the allergy to metals, immunodeficiency, choking, deafness, abdominal pain upper, dizziness, cough, dyspnoea, influenza, chronic throat clearing, anxiety, asthma, first episode of pain, rash, paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, second episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings and disturbance in attention outcome was unknown. The reporter considered allergy to metals, immunodeficiency, choking, deafness, abdominal pain upper, dizziness, cough, dyspnoea, influenza, chronic throat clearing, anxiety, asthma, the first episode of pain, rash, paraesthesia, hypoaesthesia, head discomfort, feeling abnormal, chest pain, back pain, neck pain, headache, the second episode of pain, nausea, breast tenderness, palpitations, vision blurred, abnormal weight gain, unevaluable event, metrorrhagia, abdominal distension, tooth disorder, insomnia, alopecia, suprapubic pain, depression, mood swings and disturbance in attention to be related to essure. Diagnostic results: unknown date: did all kind of tests that revealed normal company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced immune system got week, choking, hearing loss and could be an allergy to nickel. A hysterectomy was performed and essure was removed. The event could be an allergy to nickel, seen as suspicion of allergy to nickel, is anticipated according to the reference safety information for essure. The other events are unanticipated. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided for suspicion of allergy to nickel. Based on its nature, a causal relationship with essure cannot be excluded. With regards to the other events, considering their pathophysiology and that essure has a local action at fallopian tubes, a contributory role of essure is unlikely and thus, a causal relationship can be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.